Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6873397. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7007986.

Event description:
Related manufacturer reference number: 1627487-2023-01903. During a revision to address lead migration in two of the patient's leads, it was discovered that the leads were also fractured. Surgical intervention was undertaken in which the fractured leads were explanted and replaced to address the issue. Investigation was unable to determine which 2 of the leads attributed to the event.

Manufacturer narrative:
Correction: corrected d4 - additional device information: sn of the lead from (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.